Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion location and characteristics were unspecified. The 4.0 x 12mm ion mr stent delivery device was advanced, but was unable to cross the lesion. Upon removal the stent was noted to be "badly mangled". The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR.: the taxus element/ion stent delivery system sds with stent was received. There was blood and contrast in the balloon and shaft. The balloon was tightly folded and the stent was centered appropriately between the markerbands. There was a separation of the inner lumen shaft. The shaft separation occurred at approximately 4.75cm from the tip. The shaft was damaged stretched and accordioned from 4.75cm to 10.75cm from the tip, which is an indication of separation due to tensile forces. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Event date: (B)(6) 2012. Device is combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion location and characteristics were unspecified. The 4.0 x 12mm ion mr stent delivery device was advanced, but was unable to cross the lesion. Upon removal the stent was noted to be "badly mangled". The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.